Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported by the rep that during a vaginal hysterectomy procedure, on the third firing, malformed staples were produced. The case was finished with a clamp, cut and the technique.